Event description:
When nurse went to flush the catheter, she noticed that catheter was broken.

Manufacturer narrative:
The sample was received in 2007 and is currently being decontaminated. Attempts are being made to retrieve add'l info regarding this incident. Upon decontamination and completion of the investigation, a supplemental report will be submitted.